Manufacturer narrative:
The field service engineer checked the analyzer wash station levels and these were ok. The customer has not reported any additional issues.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crep2 creatinine plus ver.2 on a cobas 6000 c (501) module - c501. The customer stated that there were no clots or fibrin in the sample. The sample initially resulted with a crep2 value of 3.49 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 0.93 mg/dl. No adverse events were alleged to have occurred with the patient. The crep2 reagent lot number was 32825201, with an expiration date of 31-dec-2018. A general reagent issue could be ruled out since calibration and controls are acceptable.